Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged into the subclavian vein shortly after the lead was implanted. The decision was made to leave the lead dislodged and program to ventricular pacing only because patient did not require pacing. The lead was explanted and not replaced due to patient anatomy. No patient complications have been reported as a result of this event.